Event description:
Patient had norepinephrine running through plum 360 IV pump. IV pump first range alarm distal air. Attempt made to fix alarm by removing air. Cassette door was opened and closed. New alarm range cassette error. Cassette door was opened and closed. Alarm still said cassette error. While trying to prime a new bag of norepinephrine patients map went as low as 30. Norepinephrine was moved to a different pump with different tubing. Patients bp did recover to a map >65. Reviewed som for errors & troubleshooting rn experienced with the plum 360 pump. Provided details of recommended resolution. Requested pump to be sequestered & sent to clineng for investigation. Also requested pump ID to run report once received.